Event description:
While drawing up a medication for a surgical case, a 6 cc monoject syringe with an attached neon yellow blunt tip was used. After puncturing the vial and withdrawing the medication into the syringe, a small piece of rubber that was cored out from the vial stopper was noted to be floating in the medication inside of the syringe. Since the contaminant was noticed before providing care for the customer no harm occurred.